Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 46-year-old female patient who had essure inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "ablation and essure performed on same day". The patient's medical history included pelvic pain, right lower quadrant pain and vaginal delivery. Concomitant products included diazepam (valium) and hydrocodone bitartrate;paracetamol (vicodin). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2014, the patient underwent medical device removal (seriousness criteria hospitalization, medically significant and intervention required), 4 years 11 months after insertion of essure. The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: hospitalisation date and cause not specified. No. Of coils: 4 trailing coils on the right and 2 trailing coils on the left at the end of the procedure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-mar-2021: mr received. Reporter information , concomitant drug, other relevant history , auto-narrative supplement., event : " ablation and essure performed on same day" added and rcc was updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 46-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On (B)(6)-2014, the patient underwent medical device removal (seriousness criteria hospitalization, medically significant and intervention required), 4 years 11 months after insertion of essure. The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6)-2014. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: hospitalisation date and cause not specified. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)-2020: quality safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2014, the patient underwent medical device removal (seriousness criteria hospitalization, medically significant and intervention required), 4 years 11 months after insertion of essure. The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: hospitalisation date and cause not specified. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.